Manufacturer narrative:
(B)(4). Lens was partially delivered into the eye and not fully implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported by the account that the lens would not unfold when inserted into the eye. Additional external communication with the account was able to confirm the lens was never fully inserted as it got stuck half way out, on the tip, of the cartridge and was only partially inserted. The doctor had to enlarge the incision but was able to immediately remove the lens from interfacing with the patient. The same model backup lens was then inserted without any further complications and the patient is okay. No patient identifiers were able to be provided and no further information was available.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The return sample was visually inspected under a microscope. It can be seen the lens is damaged. The lens condition is consistent of a lens that was removed from the patient¿s eye. Due to the condition of the lens, no further analysis was possible. The reported complaint cannot be confirmed. The manufacturing record review was performed. No non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. The results of the dimensional show all dimensions are within specification. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.